Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was a steady rise in pacing impedance in the right ventricular lead since implant and an alert was triggered. The alert parameters were reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.